Manufacturer narrative:
The customer¿s reported complaint of the pump module not alarming for air in line when user noticed numerous large air bubbles, was not confirmed or replicated during the investigation. Log analysis results confirmed the presence of several ail alarms in the event log for the source device during the last programmed infusion. Results are indicative of the unit alarming for air in the line based on the air bolus limit setting. Asm air in line test and air in line threshold test protocol (dir (B)(4)) results, confirm customer¿s pump module is in specification for ail sensor detection. Based on customer attached images showing a stream of bubbles provided for this complaint, it is suspected that the air bubbles identified in the tubing did not reach a large enough size for single air bolus or accumulated air detection with the selected air bolus limit setting. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that they visually noticed many large air bubbles in the set after it passing through the air in line sensor and the device did not alarm for air in line. A 500ml bag of ns was infusing. There was no patient harm.